Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The customer did not return the device for evaluation. The user¿s complaint was not confirmed. A new monitor was ordered. When the replacement monitor was received, the biomed installed and tested the monitor to make sure all the new equipment was working properly. The biomed stated that he made sure all the power was off when he installed the replacement monitor. The following information was emailed to the biomed for future installs to ensure that static electric discharge is not the cause of the input failing. ¿(1)do not use a conversion plug (from three pins to two pins) for the power cord of the equipment. Connect the power cord directly to the 3-pin hospital grade outlet or use the isolation transformer of the mobile workstation to connect. (2) to reduce static electricity to be charged on the devices, make sure to keep the power cord of all devices connected to 3-pin hospital grade outlets during wiring of cables. If there is no choice but to perform wiring without the hospital grade outlet, make sure to keep the power cord connected to the isolation transformer of the mobile workstation during wiring of cables. This can reduce the static electricity because the static electricity charged on the device is dispersed. (3) as static electricity is generated from clothes or human body, before starting wiring, touch any metal object such as a steel cabinet to shunt static electricity to ground. (4) take great care so that the pins of sdi input/output terminal will not contact clothes or human body when removing the device from package and during wiring of cables. (5) before connecting the peripheral devices, be sure to turn off the power of those devices. Otherwise this equipment or the peripheral products may malfunction or be damaged. The root cause was not identified. The probable cause of the phenomenon is sdi circuit malfunction. Prior investigation shows, when the sdi cable was connected to sdi1 in, static electricity in the product or peripherals was discharged into the core wire in the cable. Thus, an electronic component in the product broke, which caused the phenomenon. Other consideration is a rare malfunction of sdi component or sdi component broke by disturbance noise.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. A replacement monitor was sent to the user facility. The mp rep was advised to make sure all the power is off when he installs it. He was also advised for future installs, to ensure that static electric discharge is not the cause of the input failing. There are no findings available. The cause could not be determined. No further information was reported. A supplemental will be submitted if new information becomes available or the device is returned.

Event description:
The user facility reported that the sdi 1 input is not working on the monitor. Input 2 is working. This was found during install. There was no patient involvement. No additional information was provided.